Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female noted as high risk percutaneous coronary intervention was to be implanted with an impella 5.5 device for mechanical circulatory support. During the implant, resistance was met causing the motor housing to buckle at anastomoses. The staff exchanged the .018 for a v18. Left ventricle access was reobtained and a second attempt was made to pass the impella into the left ventricle. Again, the inlet of the impella reached innominate. The motor housing would not pass and buckled at anastomosis. The procedure was aborted.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition as the motor housing would not pass and buckle at anastomosis per clinical details.